Manufacturer narrative:
Pump passed the self test and displacement test. No unexpected pump error 53 alarms during testing however, the formatted history file confirmed pump error 53 alarm, line number 1989 and file ID 4 due to a software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of the 300 mg/dl to 500 mg/dl. The customer declined troubleshooting for the high blood glucose. The customer treated high blood glucose with bolus and still it did not go down. The insulin pump also alarmed software error detected alert. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. Error table indicates the pump should be replaced. The device will be returned for analysis.